Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 24th february 2016 and performed self-tests up to the 27th march 2016. Multiple manual power ups some of ten minutes duration were observed in the device memory between the 30th march 2016 and the last log entry on the 05th april 2016. These multiple manual power ups may indicate the user was regularly power cycling the device. The returned pad-pak was inserted into the device and the device failed to power on. A test pad-pak was inserted into the device and passed a self-test. A warning memory full message was given at shutdown and the status leds continued to flash green. A successful test shock was delivered during the testing with an acceptable measurement being recorded. The device powered off with a "warning memory full" message and a flashing green status led. Investigation found no fault with the returned device. There was no evidence in the history log to indicate the device had entered a fault mode which would trigger a failure chirp and red status led. As there was no evidence of the device switching on automatically and no fault was found during testing, it is concluded that the ten minute power ups were a result of the user power cycling the device.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device red status indicator flashing and beeping.